Manufacturer narrative:
Date rec'd by MFR: 11apr2018. Added: report sources. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 10aug2019. (B)(4). The manufacturer¿s international service technician could not duplicate the reported waveform issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba preventively to address the possibility of the event happening again. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed that there were no signs of damage or contamination. The da board was installed in an fi test ventilator. The test ventilator booted up into the normal ventilation mode and delivered breaths. The test ventilator was cycled on and off 15 times without producing any errors. The pressure accuracy test (pvt test 4), the airflow accuracy test (pvt test 5) and the oxygen flow accuracy test (pvt test 6) were performed and all passed. The test ventilator was booted into diagnostic mode and the s/t performance test (pvt test 8) was performed and passed. The da board was allowed to run in the test ventilator for approximately two (2) hours and no errors were generated. The customer returned data acquisition (da) board was tested and no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the airflow pressure waveform quit working. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.